Manufacturer narrative:
Ous MDR - the returned leads were analyzed. Aside from damage that was probably caused by the explanation, fraying of the insulation was detected on both leads. The rope conductor to the ring electrode, as well as the outer conductor helix of the setrox lead, were uncovered. These damage manifestations can with high probability be regarded as the cause for the clinical complaint. Fraying of the insulation requires excessive mechanical loads on the leads. The position and characteristics of the fraying lead to the assumption of a simultaneous occurrence of strong pressure of the leads onto the ICD housing and excessive friction of the leads at the ICD housing. The analysis did not find any mfg errors or material defects at the leads.

Event description:
Ous MDR - it was reported that these leads were explanted due to oversensing. The date of implant was not provided. There were no adverse pt effects reported. Linox sd 65/18, (B)(4), MDR 1028232-2010-01703.